Event description:
It was reported that while attempting to inject fresh food, leakage occurred. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: three pictures were attached to the complaint. One sample returned for p/n 21-7308-24 lot 4334073 was received in unused condition, in a plastic bag. During visual inspection of the device, no discrepancies were found. During functional testing the device showed liquid leakage. The failure mode of ¿leaking¿ was confirmed. The root cause was undetermined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.